Event description:
The manufacturer representative reported, the patient was experiencing a decrease in therapy from their intrathecal drug delivery pump. At the patient's last refill there was a large reservoir discrepancy (not specified). A dye study of the catheter and rotor study was performed, which indicated a decreased rotor turn (80 degrees instead of 90 degrees). The pump was explanted due to a possible rotor stall. At explant 18 cc of drug was withdrawn when 11 cc were expected. The catheter was left in place as it was determined to be patent. The patient recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.